Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited inappropriate auto mode switch episodes due to far r oversensing. No patient symptoms or intervention was reported. Further information was requested but not received.